Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. The reported condition is due to moisture in the pump head module tubing channel. The tubing channel was cleaned and dried. A follow-up will be sent if any additional information is received. (B)(4).

Manufacturer narrative:
Here is an ongoing CAPA investigation, (B)(4) associated with this report. The device has been previously sent into service for the reported condition of "fc 810:11". (B)(4).

Event description:
During review of the event history by baxter personnel it was determined that a failure code 810:11 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.